Event description:
The dental implant fx4008swc was removed on (B)(6) 2020 due to failure to osseointegrate 5 months and 20 days after implantation. The patient has history of tobacco use, hypertension, and diabetes. The doctor noted local infection and bone resorption during explantation. The patient has recovered without complications.